Event description:
It was reported that balloon rupture occurred. The patient presented with coronary heart disease. A 2.25mm x 20mm nc emerge balloon catheter was advanced for dilation in a calcified lesion. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complication nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 3mm proximal to the distal markerband, there was an 11mm longitudinal tear to the balloon. Product analysis confirmed the reported event, as the device was found to have a longitudinal tear to the balloon. (B3) date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that balloon rupture occurred. The patient presented with coronary heart disease. A 2.25mm x 20mm nc emerge balloon catheter was advanced for dilation in a calcified lesion. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complication nor injuries reported.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.